Event description:
Breast implants caused these symptoms: diagnosed with malignant colon cancer, dermatomyositis, rheumatoid arthritis, raynaud¿s syndrome and other symptoms, rash frequently throughout different parts of the body, hair falling out, cracked skin, bumps on skin, exhausted, weak muscles, pain in joints, blurred vision, always cold, forgetful, sharp pain in breasts (zingers), phantom itching on body, recurrence of shingles, food sensitivity, brain fog, muscle cramps, joint pain, chronic yeast infections, butterfly rash on face and chest, torn tendon (due to dermatomyositis which came on because of my breast implants), stiff sore and tender muscles, heliotrope rash on eyelids, scaling and redness on knuckles and elbows and they get hard calcified and ache, itchy scalp, cauliflower ears, ringing in ears, burning on shoulder blade, dry eyes, metallic taste in mouth, anxiety, low libido, bruise easily, night sweats, food intolerance. My fingers and toes are constantly in pain.